Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information stated the lead exhibited high pacing thresholds and was scheduled for a surgical reposition. However, during the procedure the physician experienced helix re-extension/retraction issues. As result, the lead was extracted and a new rv lead was implanted as alternate. No additional adverse patient effects were reported.